Event description:
According to the reporter, during the biopsy on the right lung (ground glass opacities), needle and forceps were used and no bleeding was found. When the procedure ended and the surgeon was doing mini bronchoalveolar lavage sampling for the second time, bleeding was found on the second time. 600 milliliters of blood loss was reported. The patient is alive with 2 days stay in hospital. One day for observation and another day for chest x-ray before discharge.

Manufacturer narrative:
Distributor obtained additional product/lot information to hobbs after the date of the hobbs' initial 3500a report that revealed the incident did not involve a hobbs-owned product.